Event description:
It was reported to philips the device would not shut off with the therapy switch. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.